Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed to restore the device to normal parameters. The patient condition was stable.